Event description:
During an atrial fibrillation procedure, a communication issued occurred causing a delay in the procedure. While in navx mode, the connection with amplifier was disconnected, and it was restored after a while. After confirming the connection of the optical cable, the case was continued, but after a while, the communication was cut off again. Although communication was restored, the model could not be created and edited this time. Validation was performed and the procedure was restarted. Once again, communication was interrupted. The system was restarted, the optical cable was replaced, and the procedure had to be restarted again. The procedure was completed without replacing the device and there were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent delay could not be determined.